Manufacturer narrative:
Discrepant false positive result to the reverse b grouping result for one patient. The root cause was determined to be associated to a use error, the operator may have scanned the barcode for the sample in question but had a wrong tube in position #4 initially. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4)

Event description:
A customer reported discrepant false positive results in the reverse typing for the b cell when testing one sample on their vision analyzer. Sample: (B)(6). The customer reported that on (B)(6) 2021, a sample with no previous history of blood type was tested on vision serial # (B)(4) and result indicated that the sample's forward type as blood group b rh positive, but was group o in the reverse position ( 4+ with both a1 and b-cell). The customer reported that they then tested the same sample on their second vision serial # (B)(4) and saw no discrepancy. Blood type showed group b, rh positive with both the forward and reverse typing. The customer reported that they then retest the same sample on vision serial # (B)(4) and got the blood type to be group b, rh positive with both the forward and reverse typing. The customer reported that daily qc passed as expected the customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a consequence of the reported event.